Event description:
Complainant alleged that during a routine shift check by a clinician, the device switched settings on its own. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and the control board was replaced to resolve the reported malfunction. Analysis of reports of this type has not identified an increase in trend.